Event description:
Customer reported when administering medication the blue part of cap got stuck. No patient or staff harm reported. There was no harm to the patient or staff and no medical intervention required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.